Event description:
Report received from nurse in hospital of - patient "highly overmedicated." Follow up with hospital nurse revealed patient reported to hospital stating they had repeated incidents of syncope - kept passing out. Drug screen done - toxicology report indicated patient had" too high level of mso4." Patient had no local physician as had moved without referral. Follow up with new physician caring for patient - patient's pump was accessed and residual volume was 11.1 ml - telemetry stated 12.1 ml is expected volume - (infusion within expected range.) Possible seroma noted at catheter site. Pump filled with nacl and patient instructed to return within one week to monitor pump function - patient has not returned after 3 weeks. Hcp suspects no malfunction and cause of event has not beed indentified.